Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept with a report of an intermittent whitescreen error. No tracking info was provided; therefore, specific pt info, pump programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was not displayed during the testing procedures. Testing and investigation found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.